Event description:
It was reported ""counterpulsation balloon: it is opened for use on a patient, and excessive twisting of the tip is observed, leading the interventional physician to decide not to use it". No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of iab catheter damaged is confirmed based on the customer provided photo with the complaint report. In the photo, the iabc bladder noted partially unwrapped and bunched up near the iabc distal tip. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unwrapped/bunched up bladder. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported ""counterpulsation balloon: it is opened for use on a patient, and excessive twisting of the tip is observed, leading the interventional physician to decide not to use it". No patient injury or consequence reported. The patient's current condition is "unknown".